Event description:
Consumer complaint of about low blood results. Lowest blood test in memory - 43 mg/dl. Caller states he normally ranges from 120-140 mg/dl. Based on (B)(6), the bias between the lowest result in memory (43) and the highest normal result (140) is located in zone c/d. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).